Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a trocar was not tight and leak occurred during vitrectomy surgery. It was unknown how the surgery was completed. No patient impact was reported. Additional information was requested, but none has been received till date.

Manufacturer narrative:
Samples were visually inspected, and all were found to be nonconforming with damaged septum. Visual and dimensional test for trocar blades could not be performed since associated blades were not returned. Functional leak test could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event of leaking; how and when the valves became damaged cannot be determined from the evaluation performed. A contributing factor to the damage in samples 2 and 3 is during insertion/removal of the instruments from the trocar cannula during surgery. A contributing factor for the hole (half circle) in sample 1 is that the probe was actuated while the probe was being moved in and or out of the trocar septum. The blades were not received at the manufacturing site for the reported issue. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. The inspection includes evaluation for trocar hub/cannula assembly loose on the trocar blade. All trocar assemblies are 100% inspected for gage size. All trocar blades are 100% inspected. Any non-conformances, such as damaged cutting edge and damaged tip on the returned samples, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).